Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implantation time of 46 months, inappropriate shock deliveries were reported. The device was explanted. No adverse pt side effects have been reported.